Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose level ranged from 198-199 mg/dl. In addition, it was reported that the battery depleted faster than expected. The customer continued to use the pump for insulin therapy. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.